Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing, the lens was damaged, and the downstream occlusion sensor was bubbled. Functional testing involved sensor testing. The investigation determined that harsh cleaning solution damaging the downstream occlusion sensor seal was the cause of the reported issue. The downstream occlusion sensor seal was replaced. According to the investigation, this issue was a result of the customer's physical damage to the device. Beyond device repair, no further action will be taken on this issue. Additional reporter information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump failed a "pm" check. Per reporter, the specific issue was unknowon the pump but may be one of the following: upstream, downstream or air detector sensor failure. No adverse effects were reported, issue was found during testing.